Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pa went to implant the insert, but the locking wire was not well fixed, came off. He tried to get it back on, but could not. Used another.